Manufacturer narrative:
Device analysis: visual analysis of the device indicates 1 empty syringe of 1.0ml received in an opened pack with an opened tray. Received without cap nor needle. No defect observed.

Event description:
Healthcare professional reported that for one syringe of juvéderm® ultra xc the "needle stayed in the patient's skin and syringe exploded and spilled all the product on patient." It's noted that the second syringe from the same box was used and "the needle popped off.¿ patient contact was made. No injury occurred.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential device malfunction and is addressed in the product labeling.

Event description:
Healthcare professional reported that for one syringe of juvéderm® ultra xc the "needle stayed in the patient's skin and syringe exploded and spilled all the product on patient." It's noted that the second syringe from the same box was used and "the needle popped off.¿ patient contact was made. No injury occurred.